Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and low signal. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting found that the alarm happened after a battery change. The customer declined to troubleshoot low battery and any further troubleshooting. The customer was advised to monitor pump.